Event description:
Subsequent to the initial MDR submission, product was received for evaluation on 01/10/2026 for the applicator and on 01/21/2026 for the g7 wearable. After further review, this complaint has been determined to be not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.